Manufacturer narrative:
(B)(4). The insulin pump had intermittent button response due to moisture damage on keypad traces. The device had moisture damage on electronics noted. The device was received with minor scratched displayed window, cracked display window corners, cracked belt clip slot, cracked reservoir tube lip.

Event description:
Customer reported she fell in the lake and the insulin pump was on her. Customer's blood glucose was 128 mg/dl. The buttons on the insulin pump were hard to press. Customer was advised to discontinue use and revert to back up plan. No further info reported.